Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the helix would not extend or retract due to the dried blood in the sleeve head; the helix was found distorted/bent; blood observed in the distal conductor; lead damaged at implant; full lead analyzed.

Event description:
It was reported during the procedure that the helix would not extend easily. When placed in the patient, it took 32 turns to extend. After repositioning several times, the helix would no longer extend. The lead was removed and replaced. No patient complications have been reported as a result of this event.